Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered right ventricular (rv) pacing which appeared to initiate premature ventricular contractions (pvcs) and create a bigeminal rhythm, resulting in patient discomfort. Electrogram (egm) review revealed 40 ventricular tachycardia (vt) episodes, 30 bursts of anti-tachycardia pacing (atp), and five shocks. Initial duration was increased from 2.5 seconds to 5 seconds and the ICD was programmed to aai mode. The patient was in a vt storm, but the rhythm came in short bursts of 7-10 beats. It was noted that the patient had history of slow vt, and device evaluation revealed that the patient did block from time at aai 90. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered right ventricular (rv) pacing which appeared to initiate premature ventricular contractions (pvcs) and create a bigeminal rhythm, resulting in patient discomfort. Electrogram (egm) review revealed 40 ventricular tachycardia (vt) episodes, 30 bursts of anti-tachycardia pacing (atp), and five shocks. Initial duration was increased from 2.5 seconds to 5 seconds and the ICD was programmed to aai mode. The patient was in a vt storm, but the rhythm came in short bursts of 7-10 beats. It was noted that the patient had history of slow vt, and device evaluation revealed that the patient did block from time at aai 90. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this ICD system had received six shocks and spent four days in the intensive care unit (ICU) back in (B)(6) 2024. The patient suspected that he was dehydrated from fishing all day. The patient also inquired about past and present potential electromagnetic interference (emi) sources. Ts reviewed device function and possible emi interactions. This ICD system remains in service. No additional adverse patient effects were reported.